Manufacturer narrative:
Age at time of event - 18 years or older. Device is a combination product. Device evaluated by MFR.: synergy ous mr 3.00 x 20 mm stent delivery system was returned for analysis. Visual and microscopic examination of the crimped stent found stent damage. Stent struts from the 1st and 2nd distal stent strut rows were lifted from their crimped position and pulled in a distal direction. The undamaged crimped stent od (outer diameter) was measured and the result was within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Visual and microscopic examination of the bumper tip showed signs of damage on the distal end of the tip. Visual and tactile examination of the hypotube found no issues. Visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the coronary artery. A 3.00 x 20mm synergy ii drug-eluting stent was advanced to treat the lesion. However, the distal edge of the stent was lifted up because it touched the balloon catheter that was already at the bifurcation area. The procedure was completed with another of the same device. There were no patient complications reported.